Event description:
It was reported that the patient with this recently implanted unknown implanted lead reported feeling skipping beats after moving a refrigerator. The device beats per minute appeared not be steady since moving the refrigerator. Technical services (ts) recommended the patient to contact the clinic for assessment. This lead remains in service. No adverse patient effects were reported.